Manufacturer narrative:
The referenced known history of short-to-shield and the previous percutaneous lead (driveline) replacement was reported under medwatch MFR report #2916596-2018-04250. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that system controller history interrogation performed by the healthcare professional revealed a pump stoppage while utilizing the ungrounded patient cable at home. Low flow alarms were also reported. The patient had a known history of a short-to-shield issue and a percutaneous lead (driveline) replacement had been previously performed. A representative of the manufacturer¿s technical services reviewed the submitted log file which confirmed the pump stoppage on 21nov2018. Since an ungrounded patient cable was in use at the time of the event, per the technical services representative, the short to shield appeared to be maturing into a phase to phase short with multiple phases involved. It was reported that the driveline issue was internal. The lvad was explanted on (B)(6) 2018 as patient was thought to have sufficient cardiac recovery.

Manufacturer narrative:
Approximate age of device- 4 years 5 months 17 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that dr (B)(6) was looking to either do a heartmate ii exchange on the patient or explant due to recovery. The patient had a known history of a short-to-shield issue where the patient had a previous perc lead repair. The short-to-shield issues returned post the repair. The patient had been supported with an ungrounded cable. The patient began to have alarms with the ungrounded cable and pump stops indicating there were multiple phases involved with the short-to-shield causing the team to make a decision for plan of care. They looked at explanting with an ejection fraction of 45%. They turned the speed down on the hmii down to 7600 rpm with IV heparin. The patient was able to do well. When the patient went to the operating room, the surgeon looked at the tee and made the decision to explant. The device was explanted and will not return for analysis since it is known what the issue was with the driveline. No additional information was reported.